Event description:
Episodes of noise on the rv channel were observed. The patient experienced dizzy spells due to the oversensed noise. Insulation damage was suspected. Noise was reproduci- ble in the clinic. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.